Event description:
Pt reported that their one touch test strips were peeling off. This issue was not resolved with troubleshooting. Two blood glucose results of 188 mg/dl and 197 mg/dl were reported. Pt did not received any medical attention or treatment. There was no further clinical info. This case is reported as a strip malfunction.